Event description:
On (B)(6) 2014, the patient's son reported the patient was overdosed after increased pain was treated with a fentanyl patch at another facility. The patient had no recollection of the event which has now resolved without sequelae. The patient had been advised not to use any other pain medication not prescribed by their healthcare provider due to the implanted pump. The patient was receiving intrathecal morphine therapy. The patient was indicated for the following uses: non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).